Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had defective isolation card. Complaint was opened as per wo update on (B)(6) 2023, it was found that the additional complaint needed since the event was found to be wo update. The temperature probe t1 and t2 had 2°c error. Per follow up information received via email on 13sep2023, the device will be repaired in the hospital by hospitec, there was no patient involvement.

Event description:
It was reported that the arctic sun device had defective isolation card. Complaint was opened as per wo update on 07sep2023, it was found that the additional complaint needed since the event was found to be wo update. The temperature probe t1 and t2 had 2°c error. Per follow up information received via email on 13sep2023, the device will be repaired in the hospital by hospitec, there was no patient involvement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.